Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states; ¿alteplase infusion had just begun post bolus. IV pump alarmed that there was air in the tubing. The rn lifted the tubing where it exits the top of the cassette and it separated/came apart.. Alteplase spilled." There was no harm to the patient reported per medwatch received.